Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reprocessing errors could not be determined. The event may have occurred due to an abnormal sensor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse worked through repairs on the unit. Fse used trunk stock to replace the part in question and repair the unit. Once the tank fluid level sensor array was replaced, the unit performed well with no further issues. Fse completed testing of the unit to assure proper functionality moving forward. The equipment was evaluated, repaired, tested and verified according to the original equipment manufacturer (OEM) specifications. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the endoscope reprocessor exhibited error e76 (irregularity in the fluid level sensor in the disinfectant tank) and error e12 (insufficient amount of disinfectant in the disinfectant tank). During troubleshooting, the customer verified that the disinfectant level was low using the sight glass. The customer checked the mesh filters, and they were clean. The customer reloaded disinfectant two times and had the same errors. This report is being submitted for the malfunction found during troubleshooting. There was no harm or user injury reported due to the event.